Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 13.5cm distal to the is-1 connector pin. A distal fragment with an inserted explantation tool and a proximal fragment of together 58cm length were received for analysis. A medial fragment of approximately 8cm was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection showed a kinked fixation helix and deformations of the shock coil. It is reasonable to assume that mechanical forces applied during the explantation procedure contributed to these damages. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported oversensing. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.